Event description:
Additional information received indicated that a revision procedure was performed unsuccessfully, and the lead remains implanted. There were also inappropriate shocks noted due to the lead dislodgement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the lead was successfully explanted and replaced.

Event description:
During an in clinic follow up, high capture threshold, low pacing impedance and sensing were observed on the right ventricular (rv) lead. Fluoroscopy was performed revealing rv lead dislodgement. Rv lead revision is anticipated to resolve the event. No intervention has been performed at this time. The patient was stable.